Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
The customer reported that the buttons were not responding on the insulin pump. Her blood glucose level was 500 mg/dl and she treated with manual injection. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.